Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h11. The hakim valve (ID 823162) was returned for evaluation: device history record (DHR) - no discrepancies were noted for the product being accepted. Failure analysis - the valve was visually inspected; the stator and the cam were dislodged. The program, flush and leak test could not be performed as the cam was dislodged. The pressure test could not be performed as the valve was not programable. The valve was dismantled and was examined under microscope at appropriate magnification, marks and a bump from the pivot was noted on the casing. Root cause analysis - the root cause for issue reported by the customer is due to the dislodged stator. The root cause for the dislodged stator noted during the investigation is due to the valve receiving a hard knock. The root cause for the bump marks in the valve casing noted during the investigation and the damaged cam mechanism is due to the valve receiving a hard knock.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a hakim valve (ID 823162) was implanted approximately in 2019. The patient presently had alternating headache and non-headache days. The valve showed an approximate setting of 130. Medical staff tried to reset, but it would not take. X-rays showed that the mechanism in the device had separated and came into two pieces, so it was not working at all. Therefore, the valve was removed and replaced on (B)(6) 2026. All parts have been recovered.